Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs technical support to report that five telemetry channels went offline while being monitored on an xhibit central station (xcs). There was no report of patient or user harm associated with the event. The biomed stated that they retuned all the affected channels to restore monitoring. The technical support representative pulled xhibit telemetry receiver (xtr) logs. The logs were evaluated by a product support specialist (pss). The pss found that the had been assigned to an xtr that was no offline. The pss advised the customer biomed to reset the xtr. After the xtr reset, the device was now communicating on the network. The pss reviewed logs and found that the xtr had crashed after just over six months of run time. The pss advised the customer of the maintance schedule, stating the xtrs should be restarted at least once every 200 days.